Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have the internal battery missing and the speaker was disconnected. In addition, damaged and missing components would have prevented the unit from being able to power on or off or provide an audible alarm. A stock battery was installed and the speaker was reconnected. After installing the battery the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device intermittently powers on and off on its own. [This occurs] both on ac and battery power. No consequences or impact to patient were reported.